Event description:
The reporter stated that on (B)(6) 2011 the patient experienced elevated blood glucose (bg) up to 457 mg/dl with nausea and ketones. The patient's site was reportedly changed and the patient reportedly received a correction bolus. The reporter stated that the patient's bg decreased to 159 mg/dl and the patient felt fine at the time of the call to animas customer support. Customer support reviewed the pump with the reporter and found that three occlusion alarms had occurred the morning of the reported high bgs. A review of the bolus history indicated that two boluses were not completed as programmed due to the occlusions. The pump settings and histories were found to be correct. The reporter denied any site, set, or cartridge issues. The pump was found to be alarming appropriately. The owner's booklet instructs the user to be prepared to give his or herself an injection of insulin if delivery is interrupted for any reason. The pump is not being returned at this time. The patient reportedly resumed insulin pump therapy, and there has been no further reported incident. This complaint is being reported due to the patient's alleged hyperglycemic event while using insulin pump therapy. Use error in inadequately responding to the occlusion alarms is a likely cause or contributor to the reported bg excursions.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump on (B)(6) 2012 and confirmed that it was operating within required specifications at the time of release.